Event description:
Healthcare professional reported that patient injected in lips, oral comms, peri oral with juvéderm® volbella¿ with lidocaine and 2months post injection "presented with delayed inflammatory lumps to oral comms and peri oral area", "nil redness, nil pain, nil obvious lumps to external but obvious internal lumps on palpation to mucosae of lower and upper peri oral and marionette", "new lump appeared to upper right white roll of lip.", "palpated outer skin by pressing down, minimal lumps felt from pressing on the outside, however obvious lumps when palpating internal mucosae with two fingers. Both oral comms affected with lumps on either side and upper right side lump found to peri oral area." Treatment included doxycycline and prednisone. Some improvement with 3 day pred upon review and will continue to monitor weekly.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
Healthcare professional later reported patient was placed on oral doxcycline for 7 days, then prednisolone for 4 weeks. Patient experienced significant joint pain and swelling to face during the end stages of course. Patient ceased the course with 9/10 resolution of nodules and is aware if there are any further flare ups then we will need to dissolve.''.